Event description:
Info received indicates sets experienced a "leakage of tube".

Manufacturer narrative:
The admin set with a non-vented cap was air pressurized and put under water and it did not leak. Then the admin set was connected to the maxplus valve with less than 1 psi. The location of the leak was at the connection between the admin set and the maxplus valve (made by (B)(4)). The male luer lock that was supplied from carefusion does not meet specification. An hhe has indicated no critical or catastrophic harm from this failure.